Manufacturer narrative:
(B)(4). Mfg. Site name (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure and inside the patient, the laser fiber stopped firing after a noise was heard and the fiber was noted to be broken in half. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.